Event description:
It was reported that after the atrial lead was positioned, there was no capture even though the lead was relocated several times (as well as adjustments of the analyzer). It was also reported the patient could "not bear any longer" and the lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.